Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of not lighting up was the lamp does not light up and the fan does not work either due to a thermal fuse disconnection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the halogen light source did not light up and the fan did not work. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the light guide connection rattled due to wear on the output connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.